Event description:
The customer reported when moved to lateral position, the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge svc rep was unable to duplicate the image problem. The system performed as intended.